Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for low blood glucose (bg). Reportedly, the continuous glucose monitor showed bg lowering rapidly from 115 mg/dl to 39 mg/dl. The cause of bg was unknown. Customer did not remember how bg was treated. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.